Event description:
Potential injury associated with the rear wheels on a trex20rf manual wheelchair bowing in at the top when someone sits in the chair. This compromises the weight-bearing support for the chair and may contribute to a falling injury should the rear wheels collapse.